Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that the patient noticed a change in bowel function, and diarrhea after their last implant replacement. It was noted that this was why the patient had a lead revision, and it occurred on (B)(6) 2017. The change in bowel function was noted to be sudden. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1bm9f, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care professional. It was reported that the patient had surgery because the device was put on the sciatic nerve and had to be relocated. It was reported that this was first noticed ¿during time of surgery (B)(6) 2017 - pain started having pain (B)(6) 2017.¿ it was noted that this was caused by ¿movement of lead, unsure why.¿ this was resolved by a lead revision on (B)(6) 2017, but the battery back was still in place. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1bm9f, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they patient had a shocking sensation down their leg when driving. There was no environmental, external, or patient factors reported that may have led or contributed to the issue. No troubleshooting or diagnostics were performed. As a result, the patient had the lead removed and replaced. It was noted that the lead that was explanted was discarded at the time of removal. The issue was reported as resolved at the time of report.